Manufacturer narrative:
Evaluation results: one cadd cassette reservoir was returned for investigation in used condition without its original packaging. Visual inspection was performed at 12" under normal lighting, in order to detect any damage on the unit. Results: no damaged could be detected on the unit. The unit was tested using a hydrostat vessel. A leak was detected in the filter assembly.

Manufacturer narrative:
Age is reported as (B)(6), but it is unknown if that is days, weeks, months, or years. (B)(6).

Event description:
It was reported that during use of cadd® cadd® extension set, the patient noticed his clothes were wet. It was suspected medical fluid leaked at a spot on the infusion line. No patient injury.